Event description:
The customer reported an alarm 2 and experienced more than one occlusion event. There was no adverse impact to the customer¿s blood glucose level. The customer resolved their issue by changing the infusion set and cartridge, then resuming insulin. Frequent or recurring occlusion issues were noted, and additional assistance was requested by cts.